Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the device was not functional due to water damage. Customer¿s blood glucose level was 153-154 mg/dl. Further information regarding the customer or event was not provided.